Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred and the pump shutdown. Customer's blood glucose level was in the 100's (mg/dl). Reportedly, the event occurred during a kayak trip, after the pump was subjected to water exposure for an extended periods of time. The customer contacted healthcare provider to obtain alternate insulin therapy and declined further follow up from tandem technical support.